Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and dyspareunia ("painful intercourse"). The patient was treated with surgery (she underwent a total hysterectomy with bilateral salpingectomy, removing the essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, genital haemorrhage, abdominal pain and dyspareunia had resolved. The reporter considered abdominal pain, abdominal pain lower, dyspareunia and genital haemorrhage to be related to essure. The reporter commented: plaintiff sought treatment for her injuries related to the essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: mirena from 2004 to 2006. In (B)(6) 2010, the patient experienced dyspareunia ("painful intercourse"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), infection ("infection (other)"), anaemia ("autoimmune disorder type of disorder: anemic"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), migraine ("migraines / headaches"), ovarian cyst ("ovarian cysts"), alopecia ("hair loss"), pelvic pain ("pelvic pain") and abdominal pain upper ("stomach pain") and was found to have ovarian cancer ("tumor/teratoma/ cancer type: ovarian"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, genital haemorrhage, abdominal pain and dyspareunia had resolved and the vaginal haemorrhage, menorrhagia, infection, anaemia, migraine, nausea, dysmenorrhoea, ovarian cancer, weight increased, ovarian cyst, alopecia, pelvic pain and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, anaemia, dysmenorrhoea, dyspareunia, genital haemorrhage, infection, menorrhagia, migraine, nausea, ovarian cancer, ovarian cyst, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff sought treatment for her injuries related to the essure device. Discrepancy noted insertion date- (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2010: everything looked good. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Reporter and patient demographics were added.. Lab data, medical history and concomitant drug were added. Event vaginal bleeding, menorrhagia, infection (other), autoimmune disorder type of disorder: anemic, migraines / headaches, nausea, dysmenorrhea (cramping), tumor/teratoma/ cancer type: ovarian, weight gain, ovarian cysts, hair loss, pelvic pain and stomach pain added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping'), genital haemorrhage ('abnormal bleeding'), autoimmune anaemia ('autoimmune disorder type of disorder: anemic'), ovarian cancer ('tumor/teratoma/ cancer type: ovarian') and ovarian neoplasm ('tumor/teratoma/ cancer type: ovarian,') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. Previously administered products included for birth control: mirena from 2004 to 2006. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("painful intercourse"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia/ menorrhagia (heavy menstrual bleeding)"), infection ("infection (other)"), autoimmune anaemia (seriousness criterion medically significant), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pelvic pain/ pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), migraine ("migraines / headaches"), ovarian cyst ("ovarian cysts"), alopecia ("hair loss"), abdominal pain upper ("stomach pain") and allergy to metals ("nickel allergy") and was found to have ovarian cancer (seriousness criterion medically significant), ovarian neoplasm (seriousness criterion medically significant) and ovarian germ cell teratoma benign ("tumor/teratoma/ cancer type: ovarian,"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, genital haemorrhage, abdominal pain and dyspareunia had resolved and the vaginal haemorrhage, menorrhagia, infection, autoimmune anaemia, migraine, nausea, dysmenorrhoea, ovarian cancer, weight increased, ovarian cyst, alopecia, pelvic pain, abdominal pain upper and allergy to metals outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, autoimmune anaemia, dysmenorrhoea, dyspareunia, genital haemorrhage, infection, menorrhagia, migraine, nausea, ovarian cancer, ovarian cyst, ovarian germ cell teratoma benign, ovarian neoplasm, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff sought treatment for her injuries related to the essure device. Discrepancy noted insertion date- (B)(6) 2011 , (B)(6) 2010 and (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2010: everything looked good. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Reporter information updated. New event nickel allergy added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and dyspareunia ("painful intercourse"). The patient was treated with surgery (she underwent a total hysterectomy with bilateral salpingectomy, removing the essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, genital haemorrhage, abdominal pain and dyspareunia had resolved. The reporter considered abdominal pain, abdominal pain lower, dyspareunia and genital haemorrhage to be related to essure. The reporter commented: plaintiff sought treatment for her injuries related to the essure device. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping'), genital haemorrhage ('abnormal bleeding'), ovarian cancer ('tumor/teratoma/ cancer type: ovarian'), autoimmune anaemia ('autoimmune disorder type of disorder: anemic') and ovarian neoplasm ('tumor/teratoma/ cancer type: ovarian,') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity and cervical intraepithelial neoplasia iii. Previously administered products included for birth control: mirena from 2004 to 2006. Concurrent conditions included adenomyosis and cyst. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain/ pain/ chronic pelvic pain"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("vaginal bleeding"), heavy menstrual bleeding ("menorrhagia/ menorrhagia (heavy menstrual bleeding)"), infection ("infection (other)"), autoimmune anaemia (seriousness criterion medically significant), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), migraine ("migraines / headaches"), ovarian cyst ("ovarian cysts"), alopecia ("hair loss"), abdominal pain upper ("stomach pain") and allergy to metals ("nickel allergy") and was found to have ovarian cancer (seriousness criterion medically significant), ovarian neoplasm (seriousness criterion medically significant) and ovarian germ cell teratoma benign ("tumor/teratoma/ cancer type: ovarian,"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, genital haemorrhage, abdominal pain and dyspareunia had resolved and the pelvic pain, ovarian cancer, vaginal haemorrhage, heavy menstrual bleeding, infection, autoimmune anaemia, migraine, nausea, dysmenorrhoea, weight increased, ovarian cyst, alopecia, abdominal pain upper and allergy to metals outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, autoimmune anaemia, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, infection, migraine, nausea, ovarian cancer, ovarian cyst, ovarian germ cell teratoma benign, ovarian neoplasm, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff sought treatment for her injuries related to the essure device. Discrepancy noted insertion date- (B)(6) 2011, (B)(6) 2010 and (B)(6) 2010, and (B)(6) 2010. Discrepancy noted removal date- (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2010: everything looked good. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 28-jan-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping'), genital haemorrhage ('abnormal bleeding'), ovarian cancer ('tumor/teratoma/ cancer type: ovarian'), autoimmune anaemia ('autoimmune disorder type of disorder: anemic') and ovarian neoplasm ('tumor/teratoma/ cancer type: ovarian,') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity and cervical intraepithelial neoplasia iii. Previously administered products included for birth control: mirena from 2004 to 2006. Concurrent conditions included adenomyosis and cyst. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain/ pain/ chronic pelvic pain"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("vaginal bleeding"), heavy menstrual bleeding ("menorrhagia/ menorrhagia (heavy menstrual bleeding)"), infection ("infection (other)"), autoimmune anaemia (seriousness criterion medically significant), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), migraine ("migraines / headaches"), ovarian cyst ("ovarian cysts"), alopecia ("hair loss"), abdominal pain upper ("stomach pain") and allergy to metals ("nickel allergy") and was found to have ovarian cancer (seriousness criterion medically significant), ovarian neoplasm (seriousness criterion medically significant) and ovarian germ cell teratoma benign ("tumor/teratoma/ cancer type: ovarian,"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, genital haemorrhage, abdominal pain and dyspareunia had resolved and the pelvic pain, ovarian cancer, vaginal haemorrhage, heavy menstrual bleeding, infection, autoimmune anaemia, migraine, nausea, dysmenorrhoea, weight increased, ovarian cyst, alopecia, abdominal pain upper and allergy to metals outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, autoimmune anaemia, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, infection, migraine, nausea, ovarian cancer, ovarian cyst, ovarian germ cell teratoma benign, ovarian neoplasm, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff sought treatment for her injuries related to the essure device. Discrepancy noted insertion date- (B)(6) 2011 , (B)(6) 2010 and (B)(6) 2010, (B)(6) 2010. Discrepancy noted removal date- (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2010: everything looked good. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jan-2022: medical record received. Reporter and medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.